Event description:
Incomplete info from affiliate (unable to read event). Message sent to affiliate. 02/03/1999 add'l info from affiliate. During stapling of the artery, the tx30v did not have any staples in the knee of the anvil. The surgeon put clamps on and sutured it. For the bronchus the tlh30 was used for the 2/3rds. The bronchus was closed and the staples were well formed. The other 1/3rd of the staples did not close correctly. The surgeon was able to look into the bronchus and sutured the whole bronchus.